Event description:
The surgeon was just finishig up his transurethral resection prostate (turp) and was ready to do the last irrigating of the bladder when he realized that the ceramic tip of the metal trocar was not there. It had come off at some point during the case.